Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of nine (9) years, five (5) days due to subaortic stenosis and evidence of ppm. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, patient underwent mitral ring explant and mvr with non-edwards valve, avr (25mm inspiris), tricuspid repair (28mm mc3), and laa closure. To accommodate a larger aortic valve the konno-rastan patch was taken down and replaced with bovine pericardium. Per pathology report bovine bioprosthetic valve was received with no structural abnormalities. Mild pannus noted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d9, g3, g6, h2, h3, h6. Corrected: b5. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3: evaluation summary: customer report of stenosis was unable to be confirmed due to valve condition as received. As received, all three leaflets were stiff and translucent-like due to dehydration. Report of patient prothesis mismatch was unable to be confirmed through visual observations. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Minimal host tissue overgrowth was observed on the outflow stent circumference. No other visible inconsistencies were observed on the returned valve.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of nine (9) months, due to subaortic stenosis and evidence of ppm. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, patient underwent avr with 25mm inspiris, tricuspid repair with 28mm mc3, mitral ring explant and mvr with non-edwards valve, laa closure and removal of konna-rastan patch replaced with bovine pericardium to accommodate for larger aortic valve. Per pathology report bovine bioprosthetic valve was received with no structural abnormalities. Mild pannus noted.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. Stenosis is a known inherent risk associated with bioprosthetic heart valves and valved conduits that is included in the instructions for use. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.